Event description:
Product analysis for the generator was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.986 volts as measured during completion of test parameter of the final electrical test, shows an ifi=no condition. The data in the diagaccum consumed memory locations revealed that 81.262% of the battery had been consumed. A review of the data dump showed that the diagv initial prechange was 1503 ohms and diagv initial post change was 21049 ohms on day of explant (B)(6) 2017. Therefore no high impedance pre explant was seen. Review of the decoder for 106 sn: (B)(4) on 12/22/2017 showed that on (B)(6) 2017, the battery voltage showed 2.838 which is indicative of 25% indicator being seen. This would mean that there is about 75% battery remaining which is confirmed by looking at the diagaccum consumed value which is 73.482%. No impedance issues were noted in the decoder. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that the patient generator has depleted from half battery to quarter battery in the last six months and the physician believes this device has prematurely depleted. Notes state that the patient is on a high rate of stimulation with vns and he has benefit from it. However, the patient underwent generator replacement and the device was received for analysis. The design history record for the generator was reviewed. The record shows that the generator was not laser routed but mechanically routed. Product analysis is underway but has not been completed to date. No additional or relevant information has been received to date.